Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date of tests: unk, inratio results: 1.1, 2.2, 1.6. Customer is new (B)(6) for (B)(6) and is calling to get more info on the inratio meter as she is not familiar. States she has conducted competency training/tests with nurses. Some nurses have complained that they find the inratio system to be inaccurate or erroneous. One nurse reported sticking the pt three (3) separate times and obtaining a result of 1.1, 2.2, 1.6. Date of tests unk. Customer stated some nurses may leave strips/meters out in the car overnight when it reaches temperatures as low as 10 f, though they are told not to.

Manufacturer narrative:
Investigation pending.